Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. There was no defect found.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump prime history showed one occurrence of large prime volume which could not be duplicated on investigation. Multiple load step functions were performed with no failures observed. Testing revealed that the force sensor calibration and force sensor resistance were not within specifications. There was evidence of contamination on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was not within specification. There was evidence of contamination found on the force sensor. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.